Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.

Event description:
Complainant alleged that while treating an 81 yr old female pt in cardiac arrest, the device gave a "check batteries" prompt and shut down. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was adverse effect to the pt due to the reported malfunction.